Event description:
The patient reported poor communication on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). The patient last felt stimulation in (B)(6) 2015 and the last successful charge session was in (B)(6) 2015. The patient had not charged due to not needing the therapy. It was noted that the patient did not have a current healthcare provider (hcp). He had stopped using his therapy in (B)(6) 2015 due to not needing it and tried to recharge in (B)(6) 2016 but could not connect. Additional information received from the patient on (B)(6) 2016 reported the same issues were still occurring and he had not met with anyone to address this. Additional information received from the patient on (B)(6) 2016 reported that he had worked with a manufacturer representative (rep) and got his implantable neurostimulator (ins) to charge. He was told there was another step he needed to take get the ins working again. He was seeing a doctor on the screen. A power on reset (por) was reported. It was noted that his ins was almost fully charged. The patient used his pp and reported that it was saying to charge the ins. The patient was advised to use his insr to start charging and it showed por. The patient then noted that the ins was low again. It was reviewed that the battery can be unstable following discharge and it would need to be recharged frequently over a week or so as long as charging was kept up. He was going to continue to charge and would call back to see if he was able to clear the por. Additional information received from the patient on (B)(6) 2016 reported that he had the ins fully charged. The por was seen again and it was noted that the particular por had to be cleared by a rep and that it had to remain charged up until this was cleared or another overdischarge strike would occur. The patient was going to get in contact with the rep. Indications for use were non-malignant pain and other non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having called the manufacturer and was directed to make an appointment to see the physician in their office to restart the battery. The patient contacted the manufacturer representative (rep). The rep told the patient how to ¿trickle charge¿ a battery. This worked. A second rep was contacted and met the patient at the physician¿s office a week later. That appointment was successful in clearing the fault code. Minor changes were made with the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.